Event description:
Reported event of "fundus herniation" found in following journal article: "laparoscopic adjustable gastric banding (lagb) with gastric plication: short-term results and comparison with lagb alone and sleeve gastrectomy," surgery for obesity and related diseases, vol 11, no. 1, pp. 125-130. Date of publication: 01/01/2015. Authors indicate the pt "developed a fundus herniation 9 months after surgery. [The pt] also received a laparoscopic gastric replication surgery."

Manufacturer narrative:
Device labeling addresses the reported event of hernia as follows: "a large hiatal hernia may prevent accurate positioning of the device. Placement of the band should be considered on a case-by-case basis depending on the severity of the hernia."